Manufacturer narrative:
Qn# (B)(4). The customer returned one s-l cvc for analysis. Signs of use were observed on the catheter body. The catheter appeared intentionally severed into two segments. Visual inspection of the catheter segments revealed no obvious defects or anomalies. The catheter body pieces measured 38mm and 165mm, totaling 203mm, which is within the specifications of 201.5-210.5mm per product drawing. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The non-severed portion of the catheter was flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. The extension line was tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The extension line was attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension line. Functional inspection of the severed portion of the catheter could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak in use could not be confirmed through complaint investigation of the returned sample. The catheter was returned intentionally severed in two pieces. Visual inspection of the catheter revealed no obvious defects or anomalies. The catheter met all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. The severed portion of the catheter could not be functionally tested due to the severing of the body. Therefore, it cannot be confirmed whether a leak was present in the severed portion of the catheter body. Based on these circumstances, the probable root cause for this event could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that, after placement of the catheter, air was aspirated with venous blood. Therefore, the catheter was replaced with a new one. No injury to the patient occurred, and there was no problem after replacement.

Event description:
It was reported that, after placement of the catheter, air was aspirated with venous blood. Therefore, the catheter was replaced with a new one. No injury to the patient occurred, and there was no problem after replacement.

Manufacturer narrative:
(B)(4).